Event description:
It was reported that there was an alert for right atrial (ra) lead pacing impedance out-of-range on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) analyzed the presenting electrogram (egm) of this crt-d and found that there was noise on the ra channel. Ts discussed troubleshooting including full interrogation with a programmer in clinic. No adverse patient effects were reported. Currently, this crt-d remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was an alert for right atrial (ra) lead pacing impedance out-of-range on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) analyzed the presenting electrogram (egm) of this crt-d and found that there was noise on the ra channel. Ts discussed troubleshooting including full interrogation with a programmer in clinic. No adverse patient effects were reported. Currently, this crt-d remains in service.